Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when the endurant iliac extension was removed from the box it was noted that the distal part of the delivery system was broken and detached from the remainder of the delivery system. This was the only endograft available with the appropriate size for the patient; therefore, the physician decided to try to implant the stent graft manually by holding the delivery system to keep everything together. There was no patient injury or complication. No clinical sequelae were reported and the patient is fine. The device was returned and its evaluation has been completed. The delivery system was bloody; the stent graft was deployed during the procedure. Upon inspection of the device, there was a break in the screwgear just distal to the rear handle. The break in the screwgear aligned with damage to the box and tray. There was also a kink in the graft cover and a kink in the tapered tip lumen 8 cm from the distal edge of the graft cover. The cause of the break was likely due to damage to the packaging. The root cause of the event could not be conclusively determined during analysis; however, was likely due to damage during shipping or handling.

Manufacturer narrative:
(B)(4). Evaluation code, results: failure to follow instructions (attempt to implant a damaged device) evaluation codes, conclusion: failure to follow instructions (attempt to implant a damaged device).